Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.2., d.4., g.1., g.5., h.4., h.6.

Event description:
Healthcare professional reported "widespread tenderness to the whole right breast, swelling and pain radiated to the ipsilateral armpit. The radiological examination the rupture of the right prosthesis was found." The device has been explanted.

Event description:
Healthcare professional reported "rupture of the right prosthesis was found by MRI scan". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles and biological tissue on the surface; broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "widespread tenderness to the whole right breast, swelling and pain radiated to the ipsilateral armpit. The radiological examination the rupture of the right prosthesis was found." The device has been explanted.